Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported decimal point not registering in the app. Locked down smartphone: lockdown omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient and their diabetes educator, were entering settings on a new phone, the educator was trying to enter a decimal point, but the app would not register it. The diabetes educator was advised to delete and reinstall the app and call back if the issue did not resolve. No impact to blood glucose levels were reported. No medical treatment was required.